Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Minor irritation or discomfort is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of discomfort is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort with the pump. A revision surgery was performed, during which the physician confirmed that no issues were present or identified with the previous device. The device was explanted and replaced. There were no further patient complications.